Event description:
An hcp reported the customer received a ¿replace sensor¿ error message on the adc freestyle libre 2 sensor after 8 days of wear. The customer was unable to monitor their blood glucose and consequently experienced a symptom of disorientation. The paramedics were called and the customer was diagnosed with hypoglycemia and was treated with oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh0030mnrw has been returned and investigated. The sensor plug was properly seated, and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). No issues were observed upon visual inspection of the sensor plug assembly. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported the customer received a ¿replace sensor¿ error message on the adc freestyle libre 2 sensor after 8 days of wear. The customer was unable to monitor their blood glucose and consequently experienced a symptom of disorientation. The paramedics were called and the customer was diagnosed with hypoglycemia and was treated with oral glucose. There was no report of death or permanent impairment associated with this event.